Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's family member called in wanting to know if the patient had an arrhythmia and alleged that the implantable pulse generator (ipg) may have contributed to the patient's death. The device status is unknown.